Event description:
Caller reported that insulin cartridge leaked, although there were no visible signs of leakage and insulin was only detected by smell. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller successfully changed the cartridge and resumed insulin therapy, but the original cartridge was unavailable for return. No further resolutions were reported.